Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon the first inflation at 14 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.